Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter. The balloon was loosely folded with contrast in the balloon and lumen. There were numerous hypotube kinks. Microscopic inspection revealed a pinhole in the balloon material. There is no indication the device was inflated over the rated burst pressure (rbp). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 88% stenosed target lesion was located in the moderately tortuous and severely calcified main left anterior descending artery (lad). A 2.00 mm x 20 mm maverick²¿ balloon catheter was advanced for dilatation. However, during the first inflation at 10 atmospheres for 20 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 88% stenosed target lesion was located in the moderately tortuous and severely calcified main left anterior descending artery (lad). A 2.00mm x 20mm maverick²¿ balloon catheter was advanced for dilatation. However, during the first inflation at 10 atmospheres for 20 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.